Manufacturer narrative:
Evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. Investigation by factory service confirmed the reported problem. Troubleshooting isolated the cause of the malfunction to a defective ECG cable and connector. The cable and connector were replaced to restore device operation. The repaired device was returned to the customer after passing acceptance testing.

Event description:
The customer reported an ECG comm error. It was reported there was not death or injury associated with this malfunction.